Event description:
The customer called to report that she was hospitalized for high blood glucose and stated her blood glucose has been high for two weeks since the event. The customer was told at the hosp that she was developing scar tissue at her insertion sites which could be affecting the insulin absorption. Troubleshooting was performed. The insulin pump passed the prime test and the programming was correct. The time was off by over two hrs which could have caused the basal rates to be delivered at the wrong time of day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.